Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: during investigation, the battery compartment was cracked below and above the grip pad. Evidence of moisture corrosion was on the infrared board and in the battery compartment. A leak was found in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.